Manufacturer narrative:
Based on the current information provided, the cause of the reported perforation is reported to be related to patient conditions/medical history, however specifics of the complication and how they could have been associated with the procedure remain unclear. As of the date of this report, the instrument has not been received for evaluation. Therefore, the root cause of the customer reported event could not be determined. A follow up MDR will be submitted if additional information is received. No image or procedure video was provided for review. A system log review was not performed. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon introduced a bariatric trocar to the patient to be used as a vision port but perforated the patient's colon. It was reported that "specialists" were called into the room to repair the colon via traditional laparoscopy.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon introduced a bariatric trocar to the patient to be used as a vision port, but perforated the patient's colon. It was reported that "specialists" were called into the room to repair the colon via traditional laparoscopy. The da vinci surgeon continued the da vinci procedure without any further complications. The procedure was completed. On 19-apr-2021, intuitive surgical inc. (Isi) contacted the customer and additional information was obtained about the complaint: the cannula that was used to damage the colon was a j&j ethicon cannula. There was approximately 5ml of blood loss from the intestine. No transfusions were administered. It was reported that the surgeon believes the issue was caused by ¿a previous abdominal plasty of the patient.¿ there is no allegation that a da vinci product caused or contributed to the reported event. A colon specialist was called into the room and the damaged intestine was sutured to resolve the reported event. The patient is reportedly doing fine.